Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery and had blank display. Customer's blood glucose at time of incident was unknown. Customer was inserted a new battery and display didn't return and it alarm. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Power management tool shows that the backup battery loaded voltage and unloaded voltage are within specification range. The insulin pump was received with normal operating currents. The insulin pump powered up properly after battery installation. No unexpected low battery or failed battery test alarms during our testing. The pump was monitored for a day and no unexpected powering off or blank display noted. No blank display noted. Verified the battery tube power connector is properly connected to j7 printed circuit board during our visual inspection. The insulin pump had scratched case and pillowing keypad overlay.